Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels; cause was unknown. Customer's continuous glucose monitor read "high," however, a specific bg value was not provided. Elevated blood glucose was addressed with correction bolus via the pump. Additionally, it was reported that the customer experienced ongoing low blood glucose (bg) level of 51 mg/dl range, cause was unknown. Reportedly, the customer required assistance from contacts to address bg level with carbohydrates. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Reportedly, the customer reverted to an alternate method of insulin therapy.